Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified adapter leaked. During connection, the nurse ¿had to shove the tubing in hard and then could screw the two parts together¿. This caused ¿a lot of back pressure¿, which resulted in the device leaking. This occurred on multiple occasions during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.